Event description:
It was reported that the scale was inaccurate and not alarming at the bed, as it was not zeroed out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.